Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button with force before the pump screen turned on. Reportedly, pump was dropped in the sand, but the customer was unable to confirm that sand was causing the issue. Customer¿s blood glucose was 141 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.